Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. The 70% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending artery. The physician was attempting to predilate the vessel with the nc quantum apex mr 15mm x 2.75mm balloon catheter. On the first inflation the balloon ruptured at sixteen atmospheres. The balloon was removed intact. The procedure was completed with a smaller balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).